Event description:
The clip applier misfired during a laparoscopic cholecystectomy. No harm came to the patient and the case was finished as planned. Per hospital, upon receiving a return kit the device will be returned to the manufacturer for failure analysis.